Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the shadows of the chin, marionette lines, and temples with 1 syringe of juvéderm voluma® xc. After 4 months, the patient experienced ¿hardening, swelling, enlargement at the injection sites, the outline of the product felt like hard nodules, and thick.¿ the patient was treated with hyalase. Event is ongoing.